Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps (B)(6) reported unable to pass rio registration; tka. Resolution: j6 indexer cleaned. J6 read head adjusted to increase signal strength. Update: case was completed manually. Patient was under anesthesia. Delay was <30 mins.

Manufacturer narrative:
Reported event: mps reported unable to pass rio registration. Device evaluation and results: gsp 166660: j6 indexer cleaned. J6 read head adjusted to increase signal strength. Product history review: a review of device history records shows that on 03/11/16 1 device was inspected and 1 device was placed on: qt16-02-0023. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows 3 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Gsp 166660: mps (B)(6) reported unable to pass rio registration; tka. Resolution: j6 indexer cleaned. J6 read head adjusted to increase signal strength. Update: case was completed manually. Patient was under anesthesia. Delay was <30 mins.